Event description:
Consumer contacted dexcom to report the sensor gave inaccurate blood glucose readings. The consumer reported that she passed out sometime between (B)(6) 2013. The patient did not provide exact incident date. She regained consciousness when husband came home and found her passed out. The patients' husband administered a glucagon shot.

Manufacturer narrative:
Review of the data log file confirmed the reported inaccurate blood readings from the sensor. Date of medical intervention: none. Extent of injury: passed out. Description of medical intervention: none. Other medications: n/a. Current condition of consumer: exhausted.